Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The homecare patient reported receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapy medication. No specific programming parameters were provided. On an unspecified date at 1430, the patient reported the delivery was started at the physicians office and the patient was sent home. At approximately 2400, the device alarmed the delivery was complete. At that time, the patient reported the container was empty; however, the delivery was expected to be completed at 0830 which was the scheduled time to return to the physicians office. The patient returned to the physicians office as scheduled and the device was disconnected from the patient. The patient reported there were no adverse effects. No medical intervention was required. No additional information was provided.